Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-12295. It was reported, the pt was receiving unintended stimulation and ineffective stimulation therapy. Reprogramming was unable to resolve the issue. Another reprogramming appointment was scheduled but the patient did not show up for the appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.